Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped onto a tile floor, resulting in a cracked touchscreen and loss of device usability, and the device was no longer watertight. Symptoms included no adverse clinical effects, with blood glucose reportedly unaffected. Outcomes included discontinuation of ilet therapy and transition to backup therapy, with continued cgm use via dexcom app or receiver. Investigation included customer service troubleshooting, verification of device shutdown to prevent further alerts, and initiation of replacement logistics and inspection of the returned device . Investigation of this device revealed physical damage to the touchscreen consistent with accidental drop, rendering the device nonfunctional and unable to be unlocked. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device design or manufacturing.